Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The displacement test could not be performed due to the keypad anomaly. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error after being in a pocket while the customer was working in the garden. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.